Manufacturer narrative:
An error was identified on jan 16, 2019. This report was previously filed against the incorrect manufacturing site in manufacturers report 1415939-2018-00006. (B)(4). This report is being filed against an international product ln 02k91-38 that has a same/similar product on market in the us, 02k91-33, which is manufactured in (B)(4). Evaluation of the customer issue included a complaint text review, similar complaint search, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Field data review included patient data analysis and comparison to an established control limit for data points generated between october 1, 2017 and december 30, 2017. This evaluation indicated that the patient median result for the complaint lot is within the established control limits. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely elevated ca 19-9 results while using architect ca 19-9xr reagents. The following data was provided for the same patient. This customer uses reference value 37.00 u/ml. Sid (B)(6): using reagent lot 76024m800: initial 101.30 u/ml, not repeated. Using reagent lot 73025m800: initial 51.43, repeat 75.64 u/ml. Additional specimens (3 tubes) were drawn from the same patient, no sid was provided and reagent lot used was not provided. Tube 1: multiple results ranged from 35.70 to 70.55 u/ml, repeat using another analyzer: 49.93, 51.58 u/ml. Tube 2: multiple results ranged from 54.39 to 67.78 u/ ml, repeat using another analyzer: 44.00, 42.22 u/ml. Tube 3: multiple results ranged from 34.47 to 65.09 u/ ml, repeat using another analyzer: 57.96, 47.29 u/ml. There was no impact to patient management reported.